Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Concomitant medical products: model 3186, scs lead and therapy dates: unknown. Further information was requested but unable to obtain. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 1 of 2. Reference MFR report: 3006705815-2019-01876. It was reported the patient is scheduled for a lead revision at a later date. The reason for the surgical intervention is unknown.

Event description:
Additional information received indicates that the patient experienced ineffective therapy. It was noted that the one of the leads was fractured. Surgical intervention took place on (B)(6) 2021 wherein the lead was explanted and replaced with a new lead to address the issue. Reportedly, therapy was restored post operatively.

Manufacturer narrative:
Note: it is unknown which lead was fractured and explanted. Hence, both leads are being reported.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2019-01876.